Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the colon during a dilation procedure performed on (B)(6) 2020. According to the complainant, it was noted that the balloon burst when beginning to inflate during the procedure. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 1074 captures the reportable issue of balloon burst. Block h10: investigation results: a visual examination of the returned complaint device found the balloon did not show visual defects. The catheter of the device was carefully inspected and no damages were found. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located at the distal section on the body of the balloon. The pinhole does not confirm the reported event of the balloon bursting. This failure is likely due to factors encountered during the procedure, such as the interaction between the balloon and the scope or any other surface during the procedure inside of the anatomy that could have created friction, resulting in the found failure of pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the colon during a dilation procedure performed on (B)(6) 2020. According to the complainant, it was noted that the balloon burst when beginning to inflate during the procedure. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.